Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no. 632031) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included appendectomy. Concurrent conditions included kidney stone and nerve block. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue") and inflammation ("inflammation"). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, fatigue and inflammation outcome was unknown. The reporter considered fatigue, genital haemorrhage, inflammation and pelvic pain to be related to essure. Diagnostic results: on (B)(6) 2010- hysterosalpingogram (hsg) was performed. Most recent follow-up information incorporated above includes: on 13-jun-2018: new pfs received- lot number and date of birth were added. Historical and concomitant condition were added. Product information was updated. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain"), genital haemorrhage ("abnormal bleeding"), transient ischaemic attack ("neurological conditions or problems type: 2 tias") and nephrolithiasis ("surgery (other) type of surgery: kidney stone") in a 41-year-old female patient who had essure (batch no. 632031) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included appendectomy and termination of pregnancy. Concurrent conditions included kidney stone, nerve block, hypothyroidism and cerebral infarction. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2011, 1 year 5 months after insertion of essure, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2011, the patient experienced arthritis ("chronic hip inflammation") with arthralgia and dysstasia, depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety") and the first episode of fatigue ("fatigue"). On (B)(6) 2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In 2011, the patient experienced blood testosterone decreased ("hormonal changes describe: low testosterone"), vaginal infection ("vaginal infection") with vulvovaginal pain and micturition urgency ("bladder or urinary problems or changes : increased urgency"). In (B)(6) 2016, the patient experienced transient ischaemic attack (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), nephrolithiasis (seriousness criterion medically significant), the second episode of fatigue ("fatigue") and urinary tract disorder ("bladder or urinary problems or changes"). The patient was treated with surgery (to remove the essure / nerve blocks). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving, the genital haemorrhage, nephrolithiasis, the last episode of fatigue, arthritis, blood testosterone decreased, vaginal infection, depression, anxiety, female sexual dysfunction, urinary tract disorder and dyspareunia outcome was unknown and the transient ischaemic attack and micturition urgency had resolved. The reporter considered anxiety, arthritis, blood testosterone decreased, depression, dyspareunia, female sexual dysfunction, genital haemorrhage, micturition urgency, nephrolithiasis, pelvic pain, transient ischaemic attack, urinary tract disorder, vaginal infection, the first episode of fatigue and the second episode of fatigue to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion on (B)(6) 2010- hysterosalpingogram (hsg) was performed. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; pelvic pain, hip pain and inflammation, vulvodynia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-sep-2018: pfs received event " low testosterone, chronic vaginal infections leading to vulvodynia, depression, anxiety, apareunia (inability to have sexual intercourse), 2 tias, kidney stone, nerve blocks for pelvic pain, dyspareunia (painful sexual intercourse), fatigue, vaginal infection, increased urgency, chronic hip pain, chronic hip inflammation, difficulty sitting or standing for long period" added. Reporter, patient and product information added. Concomitant and historical condition added. Outcome of event " pain it was recovering, tias and bladder issue it was recovered. Lab data added. Incident at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no. 632031) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included appendectomy. Concurrent conditions included kidney stone and nerve block. On (B)(6)2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue") and inflammation ("inflammation"). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, genital haemorrhage, fatigue and inflammation outcome was unknown. The reporter considered fatigue, genital haemorrhage, inflammation and pelvic pain to be related to essure. Diagnostic results: on (B)(6) 2010- hysterosalpingogram (hsg) was performed. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: quality safety evaluation of ptc (product technical complaint) incident at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue") and inflammation ("inflammation"). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, fatigue and inflammation outcome was unknown. The reporter considered fatigue, genital haemorrhage, inflammation and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.